Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer's report that the tubing leaked was confirmed. A picture provided by the customer shows that the silicone segment was leaking at the lower fitment. No product will be returned per customer. The root cause of this failure was not identified.

Event description:
The customer reported a hole or crack in the tubing that occurred during a chemo infusion and leaked on the floor. The hole or crack was noted near the safety clamp lower fitment. There was no report of patient harm.